Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a clump of foreign filament was found on the bd luer-lok¿ tip syringe while still in the packaging. The following information was provided by the initial reporter: "little clump of filament on a sterile syringe when it was noticed in the package. The filament was in the fluid path. It was not used for any patient. I have not seen this issue occur before."

Manufacturer narrative:
H6: investigation summary three photos were provided to our quality team for investigation. Upon examination of the returned photos, a loose syringe with an unknown greyish fibrous particulate observed inside the fluid path. Potential root cause for the foreign matter in fluid path defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that a clump of foreign filament was found on the bd luer-lok¿ tip syringe while still in the packaging. The following information was provided by the initial reporter: "little clump of filament on a sterile syringe when it was noticed in the package [...] The filament was in the fluid path. It was not used for any patient. I have not seen this issue occur before."